Manufacturer narrative:
On (B)(6) 2017 arjohuntleigh was informed about the incident with carevo trolley shower. It was reported by the customer facility that during morning shower, the patient (male, weighting (B)(6)) was turned on his right side, while the caregiver was holding the patient's leg and head. When the resident was leaning on the side support, the side panel opened (panel moved to down position). As a consequence the patient fell on the floor and sustained femur fracture and hematomas. The patient was taken to the emergency room, but no hospitalization was needed. As an immediate action the device was taken out of use and quarantined. The device was inspected by arjohuntleigh representative who found two handles of the right side support broken. Both handles had a breakage in area where side panel locks on stretcher frame hooks. It resulted in the inability of the right side support to lock and keep the upright position. The side support on the foot end was also found to be broken in the area around the screw, however it seemed to be not directly related to the event and did not affect the functionality of right side support. The review of similar reportable events with the involvement of carevo shower trolleys in last 5 years, revealed no other incident where it was indicated that patient fell off the carevo unit due to damage of side support handles. Carevo shower trolley is intended for assisted hygiene care, especially dressing/undressing and showering of patients in care environments like senior/assisted living, group home, special care, nursing homes, hospitals and home care. The involved device was under the arjohuntleigh service contract and the last preventive maintenance was carried out in may 2017. Based on the report of preventive maintenance no malfunction was detected according to the incident description patient was leaned against the right side support. Please note that the main role of side supports is to secure the patient, who following the device instructions for use (IFU 04.ba.08_8 dated on june 2013, p. 9) shall be positioned centrally on a trolley stretcher: "make sure the patient's hips are centrally positioned over the flexi zone." Every carevo is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_8 dated on june 2013) delivered with the device: inner, outer and down folded (p.14). The outer position can be adjusted for more space for the patient. After the device inspection conducted at the customer facility side, two damaged handles were returned for further arjohuntleigh evaluation. Please note that the side panel handle has two latches. One latch on each handle locks the side support on the stretcher frame hooks. In the complaint, each handle had one of the latches broken. At the time of arjohuntleigh representative visit at the facility side, customer was able to find only one detached latch (from one handle). Detached element from the latch of the second handle was not identified. It remains unknown whether the latches got damaged at the same time or one latch was already broken before the complaint was reported. Arjohuntleigh made the attempt to recreate the malfunction which occurred during the investigated incident. Arjohuntleigh performed a test of carevo safety side support handle strength in compliance with the en 60601-2-52, subclause 201.9.8.3.3 (side rail strength and latch reliability). The two performed test attempts were started with 750n of downward vertical force with only one support handle latched/locked. During the first try safety side support handle withstood 140kgs (approximately 1400n) and after that hook in locking frame was damaged (side support handle did not break). During second attempt safety side support handle withstood 145kgs (approximately 1450n) without any visible damages to the tested sample. The general conclusion from the test was that the received results were appropriate to intended use of product. The force applied to the safety side support during test was high enough and was recognized to be hard to achieve during normal use. Therefore the product met stated requirements. Please note that it was not possible to recreate the event and break the side support handle. The carevo shower trolley instructions for use (IFU 04.ba.08_8 dated on june 2013) clearly states that: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use." (P. 5). The caregiver should position the patient in the carevo with the patient's head towards the head end and feet towards the foot end. Caregiver should also make sure the patient's hips are centrally positioned over the flexi zone (p. 9). The ergo-access area is intended for caregiver to be able to reach the patient better (p. 13). The caregiver using the device is obligated to check if all parts are in place before every use as well as a thorough inspection for damage. If any part is missing or damaged the product should be removed from service until is repaired (IFU, p. 7). Moreover, the IFU warns user about the necessity of checking if side supports are properly closed and locked: "warning! To avoid patient from falling out of the device make sure that all side supports are in a locked position." (P. 14) additionally it is stated in the manual, that the caregiver should lift the opening handles and raise/lower the side support to the selected position until it locks and clicks into place (IFU, p. 14). If the opening handles will not lock the caregiver should remove the patient and make a visual check. If check result reveals any malfunction, the caregiver should contact qualified personnel (IFU, p. 43). The check of opening handles to confirm that they lock properly is a part of every week functionality test routine (IFU, p. 40). The product is intended mainly for patients who are passive and totally dependent. To remain in a safe laying position on the carevo, the patient must have limited physical capacity to move or be able to understand and respond to instructions to remain in such a position. If the patient does not meet this description, an alternative equipment/system shall be used (IFU, p. 5). Based on this requirement it is probable that the involved patient condition was not appropriate for the device. If the patient condition was not allowing the patient to stay in position, it may have been a factor contributing to the event. In the situation when showering is performed by one caregiver it may be difficult to simultaneously stabilize and wash the patient (weighing 93 kg). Therefore the patient may have been leaned with the whole his weight on the side support. Please notice that one of the side support latches could have been damaged before the incident (for example due to excessive force accidentally or intentionally applied to side support) as only one piece, which fell from one of two broken latches, was found and provided to arjohuntleigh representative. At the time of arjohuntleigh representative visit at the facility side, customer was able to find only one detached latch (from one handle). Detached element from the latch of the second handle was not identified. It remains unknown whether the latches got damaged at the same time or one latch was already broken before the complaint was reported. In combination with lack of pre-use check and lack of side support locking confirmation, which should be performed by caregiver this could led to situation in which side support was locked on only one handle as the second one was damaged. Unfortunately, it was not possible to determine if the caregiver inspected device before use. The performed tests and analyzes confirmed that design of the carevo side support should assure handles endurance to damage, even when misuse occurs and only one handle is locked in position. In conclusion, the product failure occurred and the device did not meet manufacturer specification. The lift was used for patient hygiene at the time of event and therefore was directly involved with the reported incident. We report this incident because of patient fall, which resulted in serious injury.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
In the complaint at hand it was reported that during morning shower, the patient was lighted on the right side. The caregiver was holding patient's leg and head when safety side suddenly broke leading to patient's fall. As a result of the incident the patient sustained fracture of the femur.